Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Customer declined to provide any further information and declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.